Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that when the package of c4611s cusa excel curved extended micro tip was opened on (B)(6) 2018, a foreign material in the package was found . Additional information was received on 21jun2018 indicating that the patient was not prepped for surgery and there was no surgery delay.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. One opened tray (included the tyvek seal) was received. The reported lot number was confirmed from the tyvek lid. A strand of hair was fixed on the tray with a piece of adhesive tape; nonetheless, since the package was already opened, it cannot be confirmed that it was present inside the package. The complaint is considered unconfirmed. The root cause is undetermined at this time. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history records for the reported lot was reviewed. No anomaly was observed that could have caused the reported condition. No rejects were reported during product inspections. Also, no quality event was generated for the mentioned lot; therefore, the lot complied with all requirements as specified in the manufacturing shop order and related procedures. Root cause cannot be determined at this time.